Event description:
Caller reported a cgm error 42, involving a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions for pump reset, and after reset, no cgm error code reappeared, allowing caller to start a new cgm session successfully.